Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device was not meshing properly. On (B)(6) 2016 it was clarified that the event occurred during surgery. There was an extension to the procedure of 10 minutes and there was no harm or injury to the patient or operator. The surgery was completed with an alternate device and there was no medical intervention or additional surgical procedures required. The surgical technique for the product was utilized. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the meshgraft ii on (B)(6) 2016 revealed wear and deformation to the meshgraft handle. There was discoloration, slight wear, and nicks noted to the cutter. There was also discoloration was noted to the roller. A ratchet was not returned for evaluation. The test mesh passed using the qa ratchet. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the roller, cutter, worn side plates and handle. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. The reported event was non verifiable during the initial inspection the service technician could not replicate the reported event. The reported event was non verifiable since during the initial inspection the technician could not replicate the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the roller, cutter, worn side plates and handle. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not meshing properly during surgery. There was a delay of 10 minutes with no patient harm. No adverse events were reported as a result of this malfunction.